Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of 'this nurse noticed IV pump not infusing @ correct rate. Ivpb med should have ran in 1hr; took 2h.' Was reproduced. A review of the event history log (ehl) revealed no abnormalities. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be bent door and hooks. The door and hook will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue of slow infusion during delivery in the general patient ward department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no. :(B) (6). Should additional relevant information become available, a supplemental report will be submitted.